Event description:
The customer called and reported the insulin pump had an issue with recurring air bubbles with multiple reservoirs and infusion sets. The customer had already performed troubleshooting. Customer's most recent blood glucose was 233 mg/dl, but she had reverted to back-up plan. Further troubleshooting was declined. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected air bubble anomalies were noted. The insulin pump passed all functional testing. Moisture damage was noted on lcd board.the insulin pump was received with minor scratches on the lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and a cracked battery tube threads.